Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 150 units of insulin. Subsequently, the customer experienced resistance when filling a cartridge with insulin. Reportedly, the customer did not notice any damage to the supplies. The customer resolved the issue by re-inserting the needle tip into the cartridge, and completed the load process successfully. The customer's blood glucose level was 119 mg/dl.